Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to cycle the power twice and the alarms cleared. The tsr advised the hp to start with new supplies. The caregiver (cg) contacted product surveillance (ps) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) contacted the peritoneal dialysis nurse (pdrn) regarding the alarm and was instructed to do manual supplies that night and the following afternoon. The hp resumed therapy on the cycler the following night. There was patient involvement. No patient injury or medical intervention were reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 5 was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.